Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead exhibited a rising threshold. On (B)(6) 2023, the right ventricular lead was capped, and new lead was implanted. The patient was in stable condition.